Manufacturer narrative:
Clinical evaluation performed by medical affairs department: painful cementless tha 8 years after primary implant. Very little is known and therefore a full analysis is not possible. The radiographs supplied, rather distorted, show a probably mobilized acetabular cup, which may well be the cause for pain. No clinical or radiographic history is available, hence little can be said about this case. Additional involved implants: liner: cc e cc light ref and lot unknown. No other information is available at the moment.

Event description:
About 8 years and 2 months after the primary surgery, the patient reported pain. The surgeon noted decentralization of the head. We don't have the confirmation that a revision has been performed but it is very likely. No other information is available at the moment.